Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments ceramic sleeve was broken. The ceramic sleeve was broken at the distal end. Failure analysis concluded that the broken damage was due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken ceramic sleeve if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci lobectomy surgical procedure, it was noted that the insulation at the tip of the permanent cautery spatula was chipped. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.